Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and the power on self-test, an f-38 alarm was identified. The cause of the alarm was out of specification force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.